Event description:
It was reported that after performing pre-dilatation using a 5x80 fox plus balloon dilatation catheter, an 8x39 omnilink elite stent was implanted in the right common iliac artery, followed by implantation of a 7x39 omnilink elite stent in the left common iliac artery. An 8x19x80 omnilink elite peripheral stent system was advanced onto a non-abbott guide wire, then advanced without resistance to a lesion distal to the placed 7x39 omnilink stent lesion in the left common iliac artery, and the balloon was inflated once to 11 atmospheres and held for 2 seconds, without issue, using a non-abbott inflation device. After successful stent deployment, two attempts were made to deflate the balloon, however, the balloon failed to deflate. Additional attempts were made to deflate the balloon using a syringe, and the balloon was able to be partially deflated after two attempts, then was subsequently withdrawn from the anatomy, with slight resistance felt. After removal from the anatomy, an attempt was made to deflate the balloon using a new inflation device, and deflation was still not possible. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo, inflation device: bard; syringe, sheath: destination, stent: 8x39 omnilink elite; 7x39 omnilink elite. (B)(4) - distal to stent. Evaluation summary: the device was returned for analysis. The deflation difficulties were able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported the omnilink elite stent was implanted distal to a previously placed stent. It should be noted the instructions for use, section stent placement precautions, states: when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent. In this case, it does not appear that stenting distal to a previously placed stent caused or contributed to the reported difficulties. Based on a visual, dimensional, and functional inspection of the returned device, and based on the reviewed information, there is no indication of a product deficiency.